Manufacturer narrative:
Device evaluation: three samples of smiths medical cadd extension set were returned for analysis. The samples returned were tested. And a leak was found fleeing from the air vent of the filter in three (3) decontaminated samples. Thus the failure mode reported was confirmed. Based on the evidence, the complaint was confirmed. And the problem source of the reported event was noted, to be user interface.

Event description:
Information was received indicating that the cadd extension set leaked remodulin through the filter. The patient changed the tubing and the issue was resolved.